Manufacturer narrative:
The device was returned to saluda for analysis. The charger successfully powered on when connected to a wall adapter; however, the charger did not remain operational once disconnected from the wall adapter. The device case was opened. Visual inspection of the lithium-ion battery component was consistent with thermal runaway. Thermal markings were observed surrounding the battery compartment. The remainder of the internal components, including the pcba were intact and undamaged. Following replacement of the charger battery component, the charger passed functional testing and performed as intended. The root cause of the reported event is traced to the battery component. Safety features related to device temperature were confirmed to be intact, with no anomalies observed. The evoke scs system user manual states, "the charger unit may become hot during use, with a surface temperature reaching 48 °c (118 °f). Do not hold the charger unit for longer than 10 minutes during use." The manufacturing records were reviewed, and the product met all requirements for release with no anomalies detected.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported that their evoke charger was unable to be recharged. During attempts to recharge, the patient reported that the device became warm and indicator lights illuminated. The charger was replaced to resolve the reported event.